Event description:
Physician conducted nasal septoplasty surgery on (B)(6) 2011. Using the entact septal stapler, 3 out of 8 resorbable staple implants were placed into the mucosal tissue for coaptation. The pt was released after the surgery without issue. On (B)(6) 2011, the pt returned to the physician with facial pain, swelling, fever and erythema of the septum. The pt was taken back to the operating room where an incision and drainage was performed by the physician to relieve the pressure and swelling. The pt was placed on antibiotics and a specimen of the fluid was sent for microbial analysis. The pt immediately felt better after the procedure and was doing well on post-operative visits.